Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had intravenous (IV) antibiotics programmed to infuse over 4 hours but the medication took an extra 2 hours to infuse. The event occurred during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.